Manufacturer narrative:
The device was returned to the manufacturer in a poorly maintained condition. The device was removed from service due to excessive repair costs. The complaint was determined as not MDR reportable at the initial determination by following company procedures. (B)(4).

Event description:
The user initially reported that "the pump did not alarm air in line and the drip sensor did not go off either. The bag was empty and the alarm for infusion complete also did not go off." Later, the user further clarified that "there was no harm to the patient involved. The nurse thought the air in-line alarm should have sounded sooner than it did. The pump allowed air to go about 6 inches under the pump before sounding." The pump did alarm for air in line but not as quickly as the user expected.